Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d implanted :(B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the by patient's family member that the patient is deceased and died approximately two and a half weeks post device changeout. The patient is reported to have had an infection and septic shock. It was further reported that the device ¿didn't work¿during a ¿code¿. Additional information was requested and not received.